Event description:
Pt here for multi ligament repair. Several fiberstitch implants were opened and after they were placed, provider had problems finishing implanting items. Implants were removed x4. Surgery completed; 2 in lot# 22a150 and 2 in lot #228124, rep aware of issues. Reference report numbers: mw5115093, mw5115095, mw5115096.